Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was getting skin irritations everywhere on the right side of his body. The irritations were described as painful, but not open or bleeding. The patient saw his doctor about the reported irritation. The patient's doctor provided unknown recommendations on treatment and told the patient to discontinue use of the device. The patient reported that their irritation improved. There was no allegation of a device malfunction associated with the reported irritation.